Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station not powered on. The field service engineer (fse) checked the station and cables, tested the power supply, and identified auxiliary drawer 7 as shorted with its solenoid locked. The issue was traced to medicine lodged between the retractor band and drawer board. The station was powered on without auxiliary drawer 7, and all other components were functioning properly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not power on. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from the pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.